Event description:
According to the reporter: for the third firing for gastrointestinal stromal tumor resection in a laparoscopic partial gastrectomy procedure, they checked the jaws opening/closing, however the green buttons of handle were not illuminated. They tried to re-check the jaws opening/closing, however could not open the jaws. Then removed the cartridge from adapter with the manual adapter tool. Replaced by an ultra handle, the procedure was completed. After the surgery, they tried the powered approach, however the display screen showed power handle error indicator. Then removed the handle from shell, and inserted handle to charger, however the display screen showed power handle error indicator again. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.